Manufacturer narrative:
Additional concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. The lead was reprogrammed, remains in use, and is functioning well. Approximately seven weeks later the lead exhibited high impedance again, and the lead was once again reprogrammed. No patient complications have been reported as a result of this event.